Event description:
Customer reported receiving a series of no delivery alarms on the insulin pump paired with a siren like sound. Blood glucose level was 405 mg/dl at the time of the call. Once the set was removed, the customer reported that the cannula was bent. Blood glucose level was 405 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)